Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown.

Event description:
Abbott was notified on (B)(6) 2020 of a left heart catheterization that was performed for reasons other than checking the sensor. However, the sensor was recalibrated and the mean was increased by 18.1 mmhg. Accurate readings were observed under the manufacturer's patient care network database.